Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('patient from whom devices had been removed'), soft tissue foreign body ('tin and steel were found in a nodule located between the rectum and the vagina') and pelvic mass ('tin and steel were found in a nodule located between the rectum and the vagina') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced soft tissue foreign body (seriousness criterion medically significant) and pelvic mass (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal, soft tissue foreign body and pelvic mass outcome was unknown. The reporter considered medical device removal, pelvic mass and soft tissue foreign body to be related to essure. The reporter commented: a mineralogical analysis laboratory analysed the essure implants and the uterine tissue of 25 female patients from whom devices had been removed. In more than 90% of cases, tin was found in the tissue. This confirms the hypothesis derived from the first analysis, carried out in (B)(6) 2019, of corrosion of the implant weld, where the presence of tin is greatest. In one female patient, tin and steel were found in a nodule located between the rectum and the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test - on an unknown date: tin and steel were found in a nodule located between the rectum and the vagina. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as reported term was corrected from "25 female patients from whom devices had been removed" to "patient from whom devices had been removed" as this case refers to one specific patient. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of medical device removal ('25 female patients from whom devices had been removed'), soft tissue foreign body ('tin and steel were found in a nodule located between the rectum and the vagina') and pelvic mass ('tin and steel were found in a nodule located between the rectum and the vagina') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced soft tissue foreign body (seriousness criterion medically significant) and pelvic mass (seriousness criterion medically significant). At the time of the report, the medical device removal, soft tissue foreign body and pelvic mass outcome was unknown. The reporter considered medical device removal, pelvic mass and soft tissue foreign body to be related to essure. The reporter commented: a mineralogical analysis laboratory analysed the essure implants and the uterine tissue of 25 female patients from whom devices had been removed. In more than 90% of cases, tin was found in the tissue. This confirms the hypothesis derived from the first analysis, carried out in spring 2019, of corrosion of the implant weld, where the presence of tin is greatest. In one female patient, tin and steel were found in a nodule located between the rectum and the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test on an unknown date: tin and steel were found in a nodule located between the rectum and the vagina. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.